Manufacturer narrative:
The provided patient weight is an estimate. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the hospital with acute onset tingling and coolness in their right hand. They received a non-contrast computed tomography (CT) scan that showed no acute changes. They were admitted to the heart failure department for workup of a thrombus/embolism to the right extremity. They were started on a heparin drip. A duplex ultrasound (us) showed an arterial occlusion. Vascular surgery was consulted and they removed the clot during surgery on (B)(6) 2017. A jackson-pratt (jp) drain was placed and they were observed for 48 hours. They were restarted on the heparin drip temporarily. Their new international normalized ratio (inr) target was set to 2.5-3.0 to balance their risk of thromboembolic events and bleeding. They were discharged home (B)(6) 2021. There were no alarms for this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 16sep2015. The heartmate 3 lvas IFU is currently available. Section lists device thrombus as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. No further information provided. The manufacturer is closing the file on this event.